Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Assisted with reprogramming pump and explained the impact of incorrect programming on blood glucose. No additional details were provided.